Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. The data and information provided by the customer were reviewed and support the complaint issue. A review of tracking and trending for the architect stat high sensitive troponin-I assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 75085ud01 which contains the same bulk material of the complaint lot 75085ud00. Device history review did not identify any potential non-conformances, deviations, or non-conformances with the lot number and complaint issue. The overall performance of the architect stat high sensitive troponin-I reagents in the field was reviewed using data from customers worldwide. The median patient result for lot 75085ud01 (75085ud00) is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. A review of labeling was performed and found to sufficiently address the customer's issue. Per product labeling, for mi diagnostic purposes, the architect stat high sensitive troponin-I results should be used in conjunction with other information such as ECG, clinical observations, and symptoms, etc. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I reagent lot 75085ud01 (75085ud00) was identified.

Event description:
The customer observed a falsely elevated architect stat high sensitive troponin-I result generated for a patient sample. The following data was provided: on (B)(6) 2025 sample ID (B)(6), initial result = 80.5 ng/ml, repeat results = 2.3 ng/ml, 1.9 ng/ml. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry (B)(6). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 3p25, that has a similar product distributed in the us, list number 2r98, and a 510k/PMA/bla number k191595.

Event description:
The customer observed a falsely elevated architect stat high sensitive troponin-I result generated for a patient sample. The following data was provided: (B)(6) 2025 sample ID (B)(6) initial result = 80.5 ng/ml, repeat results = 2.3 ng/ml, 1.9 ng/ml no impact to patient management was reported.